Manufacturer narrative:
(B)(4).

Event description:
Per the clinic the patient experienced redness and swelling at the abutment site after inadvertently pulling out the abutment. The patient was treated with oral antibiotics on (B)(6) 2017. A new abutment was subsequently placed on (B)(6) 2017.